Event description:
The customer called in to report that she had been hospitalized for high blood glucose levels. The customer's blood glucose level was 950 mg/dl. The caller also stated that she received a motor error alarm. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with a cracked display window corner, scratched lcd window, and a cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.